Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery in (B)(6) 2025 meshing roller was unstable and did not create perfect cuts when in use. There was no patient impact. Due diligence is complete. No additional information is available.